Manufacturer narrative:
User error resulted in uterine perforation. Novasure cavity integrity assessment (cia) test identified this condition preventing user from conducting the ablation, therefore, avoiding complication. No add'l surgical intervention and/or extended hosp stay were required. Device performed as intended.

Event description:
Physician reported uterine perforation.